Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 800cc saline breast prosthesis that deflated after implantation. Deflation was discovered during an office visit with the physician. As a result, the patient underwent explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/05/2018, the mentor failure analysis lab received the device for evaluation. On 07/05/2018, mentor received additional information about the event. The concomitant product of the suspect medical device is a mentor smooth round moderate plus profile 800cc saline breast prosthesis, catalog #3502800, serial # (B)(4). On 07/18/2018, mentor completed the investigation on the suspect medical device. Two devices were received. The device a returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed a crease on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.3 within the crease and a leakage at valve. No other anomalies were found. The device 'b' returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures and it revealed a leakage at valve. No other anomalies were found. The complaint was confirmed since a rent and a leakage at valve was found on the devices. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).